Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device available for evaluation: complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). A device history record (DHR) review was conducted: part: 04.211.020ts, lot: 8l95362, manufacturing site: (B)(4), supplier: (B)(4), release to warehouse date: 06 jan 2022, expiration date: 01 jan 2027, a manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Non-sterile part # 04.211.020, non-sterile lot # 546p881, manufacturing site: (B)(4), release to warehouse date: 09 dec 2021, supplier: synthes (B)(6) hq, inc, a manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Device evaluated by MFR: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from depuy synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2022, the patient underwent the open reduction internal fixation (orif) surgery with the implants for right distal clavicular fracture. After surgery, when the patient lifted the affected side to reach for something at a high place, a crackling noise was heard. Cr imaging revealed that all 2.7 mm screws inserted in the distal part of the fracture were broken just below the screwhead. All the implants will be extracted and replaced with a clavicle hook plate in a revision surgery. The date of the revision surgery is not determined. No further information is available. This report is for one (1) 2.7mm ti va lckng scr slf-tpng with t8 stardrive recess 20mm this is report 4 of 8 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.